Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. After making the calibration the customer's blood glucose was 146 mg/dl while pump was showing 89 mg/dl. The customer also stated that they experienced the high blood glucose level. The device will not be returned for the analysis.